Event description:
Country of complaint: (B)(6). Complaint states: problems with two patients during the surgery in the last two months. The suture has presented an inflammatory reaction, wound dehiscence after 3 weeks approximately.

Manufacturer narrative:
Mfg site evaluation: evaluationis ongoing.